Event description:
I used fixodent from 2008 until I was experiencing numbness and tingling in my extremities; problems that cause me difficulty with my dentures. Dose or amount: denture cream; frequency: once daily; route: oral. Dates of use: 2008 - 2009. Diagnosis or reason fur use: denture, ache-cream. Event abated after use stopped or dose reduced? No.